Event description:
It was reported that two tuftex otw balloons ruptured during a procedure. No injuries were reported to the patient. Note: although two devices were reported to have ruptured, it was confirmed that only 1 device had a balloon rupture. The second device experienced a pin hole in the balloon which led to leakage and a non-functional device. The pinhole is low risk and would not result in an adverse event. This report is to address the product with a ruptured balloon.

Manufacturer narrative:
The devices were received for investigation: evaluation of the first device confirmed the balloon rupture. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue CAPA 2024-007 has been opened to further investigate the issue. Evaluation of the second device didn't confirm a balloon rupture. However, a pin hole was observed on the balloon. It is possible that the balloon was inadvertently damaged during the final packaging process or when the user removed the device from its packaging/prepared the device for use. The lot history records for the devices were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot. Note: since two lots were reported, we're unable to determine which lot had the balloon rupture. Expiration and device manufacture date for lot xot1516: 2028-10-28 / 2023-11-30 expiration and device manufacture date for lot xot1363: 2029-06-28 / 2023-07-17.